Event description:
A report was received by emergency support program and the customer of an inability to inflate the balloon and auto fill failure alarm on cardiosave intra-aortic balloon pump (iabp), that prevented initiation of iabp therapy. The patient experienced hemodynamic instability following a diagnostic cardiac catheterization, and iabp support was selected; however, therapy could not be initiated due to the reported alarm. Subsequent troubleshooting identified that the helium tank valve was not fully opened. The patient expired.

Manufacturer narrative:
Event site name: (B)(6) hospital initial reporter: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.